Event description:
It was reported via clinical trial that the target lesion was located in the distal left circumflex artery and had a 99% stenosis. The lesion length was 8 mm and the diameter was 2.50 mm. Predilatation was performed prior to placement of the promus study stent. Lesion stenosis after stenting was 0%. During postdilatation, a grade f dissection occurred distal to the target lesion which was treated with balloon angioplasty. No additional information was provided. (B)(4).

Event description:
In (B)(6) 2010, the patient began treatment with extraneal viaflex therapy intraperitoneally (ip) for unspecified glomerulonephritis. On (B)(6) 2010, the patient was admitted to the hospital with aseptic peritonitis manifested by abdominal pain, cloudy effluent, a positive combur test and temperature of 37.4 degrees celsius. In (B)(6) 2010, the patient began remedial therapy, described as "standard treatment", with vancomycin and gentamycin (doses and frequencies not reported, ip). In (B)(6) 2010, after two negative peritoneal effluent cultures, remedial therapy was discontinued after three days. Since then, peritoneal effluent has been clear. It was not reported whether the aseptic peritonitis had resolved. Extraneal viaflex therapy was ongoing with "same batch". The physician did not provide a causality statement for the event of aseptic peritonitis.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.